Event description:
Device returned to MFR for analysis with report of "malfunction due to exposure to maximum testing of electrocautery machines. Pt is an engineer and repairs cautery units - pt feels pump gave extra morphine doses when pt was working on a unit." Hcp provided that the pt thinks that received an "overdose" due to the fact that the pump was "zapped" when pt was working. Pt works in testing and repair of electrocautery machines. The symptoms developed some time after the "zap" and pt reported to the office not feeling well but not in acute distress. That evening pt reported to the ER with "stomach problems" and a gi consult was called. No significant findings were identified- post discharge the pt determined that the symptoms were caused by an overdose from the pump. At refill the pump residual volume was less than usual but within the specifications for this pump. The pt elected to have the device removed. Pt has recovered postoperatively and is back at work.